Manufacturer narrative:
The previously reported device malfunction has been corrected to be a serious injury due to the reported unspecified ¿significant medical intervention¿ involved. Surgery was delayed by 20 minutes and the patient recovered. H6: patient code 2199 has been replaced with 2348. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump shut down and displayed an ¿improper shut down¿ message on the screen during vasopressin therapy on the way to the operating room (dose, programmed amount and delivery rate unknown). The nurse hand regulated vasopressin after the pump failed. There was also anesthesiologist present and was able to take actions. It was reported that there was a ¿significant medical intervention¿ but no details were provided; the patient recovered. Surgery was delayed by 20 minutes. There was no known patient injury associated with this event. No additional information is available.